Event description:
It was reported that during the procedure, prior to implant, lead damage was visually observed on the right atrial (ra) lead. The ra lead was not used. The patient was in stable condition.